Event description:
Contact reported that the surgeon was attempted to implant an 8mm leopard cage in an mis procedure. The cage broke in half upon impaction. The front half of the cage was in the disc space and the back half was still on the inserter. The front half of the cage had to be removed and another company's cage was implanted instead. As the situation resulted in a delay in excess of 30 min an MDR is being filed to document this event.

Manufacturer narrative:
Implant was not returned for evaluation. Using the leopard implant in mis applications will place undue stress on the device as a result of the limited ability to distract the disc space. Malfunction appears to be technique related.